Event description:
Edwards received information that a 26mm transcatheter aortic valve was implanted inside a 27mm aortic bioprosthetic valve via valve-in-valve intervention due to unknown reasons after an unknown implant duration. The valve-in-valve procedure was successful, good patient outcome.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention due to severe calcification which led to stenosis after an implant duration of approximately ten (10) years. The valve-in-valve procedure was successful and had good patient outcome.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve further information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event is indeterminable.